Event description:
Patient reported, "developed swelling, discomfort, and rash to right side breast. Patient also reported capsular contracture, baker grade unknown. Patient is mostly concerned about the risk of cancer". Healthcare professional later reported build up of fluid. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Manufacturer narrative:
An additional device lab is pending, any new or relevant information will be reported. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2539667 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was completed and none of the observations are found to be potentially related to the manufacturing process. Therefore, the reported events were not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on procedure, this code is classified as medical event; also, according to procedure this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. DHR summary: DHR for shell run number (B)(4) did not identify any deviations, errors, or omissions during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. See ¿(B)(4) run¿ attached. Review of DHR for work order (B)(4) did not identify any deviations, errors, or omissions during manufacturing process that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. See ¿(B)(4) router¿ attached. The DHR assembly report from the electronic system was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See ¿2539667 report¿ attached. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 2539667 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.

Event description:
Physician further reported for the right side, "I can confirm that the lymphoma was cd30+ and alk-."

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, b7.

Event description:
The device was found to ruptured upon explant.

Event description:
Patient reported, "developed swelling, discomfort, and rash to right side breast. Patient also reported capsular contracture, baker grade unknown. Ultrasound and MRI revealed a buildup of fluid and a sample of this has been taken and sent for analysis for alcl markers. Explanting surgeon later confirmed the patient was diagnosed with bia-alcl t1n0m0, stage ia. With no no beta symptoms. Histopathological markers cd30+ and alk- have not been confirmed. The device was observed to be ruptured during explant surgery. The patient was treated with ¿enbloc total capsulectomy and bilateral mastopexy¿.

Manufacturer narrative:
Device evaluation: as per the investigation procedure observed opening on anterior side assessed as surgical damage was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported "confirmed diagnosis of bia alcl." Pathological markers confirming alcl have not been received. Device has been explanted.

Event description:
Patient reported, "developed swelling, discomfort, and rash to right side breast. Patient also reported capsular contracture, baker grade unknown. Ultrasound and MRI revealed a buildup of fluid and a sample of this has been taken and sent for analysis for alcl markers. Explanting surgeon later confirmed the patient was diagnosed with bia-alcl t1n0m0, stage ia. With no no beta symptoms. Histopathological markers cd30+ and alk- were confirmed. The device was observed to be ruptured during explant surgery. The patient was treated with ¿enbloc total capsulectomy and bilateral mastopexy¿.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed one opening assessed as surgical damage. Seroma-late-breast: unable to observe since it is not related to the device. Edema-breast: unable to observe since it is not related to the device. Anxiety-product/procedure-breast: unable to observe since it is not related to the device. Lymphoma-alcl-suspected-breast: unable to observe since it is not related to the device. Rash-breast: unable to observe since it is not related to the device. No other observations observed, no further actions are required.